Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing muscle spasm and pain which was not device related. The patient underwent an explant procedure and was doing well postoperatively.